Event description:
It was reported that during surgery the instrument broke. The device broke inside the patient and it is unknown if all the pieces were recovered. No delay was reported and it is unknown if there was a backup device available.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was performed and confirmed that the impactor body has fractured. The device was manufactured in 2018. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible probable causes could be due to the heating and cooling associated with autoclaving or prolonged use. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions.